Event description:
It was reported that after the surgeon inserted a cq2015a three piece collamer lens and a nick was noted on it. The reporter stated the damaged likely occurred while the lens was advancing in the injection system. The lens was not removed and there was no patient injury.